Manufacturer narrative:
S/w ver. 4.11j. Retainer ring = black. On (B)(6) 2021 the customer reported a crack on the side of the battery compartment and green lines appearing on the lcd screen. Pump passed displacement test. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side, missing display window cover. The unit was received with one single pixel vertical red and one single pixel vertical green lines in the right half of the lcd screen. The case was cut open. The boards had to be shimmied in order to get them out of the case which meant that there was some previous impact to the case. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. Did not note any cracks or bad pixels within the lcd screen itself. After swapping boards and cases, the problem is isolated to pcba1. In summary, the customer¿s report of a crack on the side of the battery compartment and green lines appearing on the lcd screen was confirmed during visual inspection. The red and green lines are due to a bent lcd glass which sustained an impact not strong enough to break it. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on top from battery ring to downside of pump on the back and also had missing pixels on screen. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of device.